Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 14.5 mmol/l and 28 mmol/l. The customer was given bolus with insulin pump. The auto mode feature was not active during the reported event. The customer did not allege insulin pump was under delivering. The insulin pump received multiple insulin flow blocked alarms. The device will not be returned for analysis.